Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿leakage was found at the patient line¿ of a homechoice automated pd set with cassette. This occurred during setup for peritoneal dialysis (pd) therapy; further described as found ¿during cleaning step, prior to use¿ on the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.